Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. Prior to the event of peritonitis, the patient had a surgical procedure which was a contributing factor to the event. It was unknown if the patient was hospitalized for the event. The patient was treated with genta injection (40mg, once daily, route not reported) and vancomycin injection (1gm on 4th day, route not reported ). It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.